Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was shattered and unresponsive due to the customer falling on the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.